Event description:
It was reported to medtronic minimed that the customer reported that the insulin pump was not working and experienced hyperglycemia. The customer reported blood glucose values of 1200 mg/dl. The customer reported hyperglycemia treated in the hospital. The event involved products unknown insulin pump, unomedical, and mmt-332a. Troubleshooting was not performed. It was unknown whether the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event or not and whether the customer used the auto mode feature or not. No further patient complications were reported. No product return is required for an unknown insulin pump. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.